Event description:
Reported received indicated that while performing a percutaneous transluminal angioplasty to a previously placed, restenosed stent, the balloon was reported to have ruptured. There was no information regarding size of the stent, date implanted or procedure. The target vessel was the left renal artery vessel, which had moderate calcification, no tortuosity and a 95% stenosis. The first balloon was used for the angioplasty ruptured. A second balloon catheter was introduced and balloon dilatation was performed successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The stent remains implanted in the patient is not available for analysis additionally, as the sterile lot number was not available, device history record review could not be performed. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated in intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Note: the ruptured balloon will be reported quarterly under alternative summary reporting (asr).